Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 13-dec-2022. Three samples were provided to our quality team for investigation. Through visual inspection, the barrel was observed to be damaged, verifying the reported issue. A device history review was performed for reported lot 2110020, finding one annotation related to the alleged defect. During the marking process, it was identified the marking machine was periodically causing damage to the product as observed in the sample provided. A project was immediately initiated to resolve the issue, replacing parts within the marking machine and improved inspections were performed, as well as increasing inspection frequencies to better identify impacted product. Based on our investigation it was determined this incident is related to the issue identified during manufacturing, this sample not being properly identified and discarded. H3 other text : see h10.

Event description:
It was reported that 3 bd plastipak¿ syringes experienced device damage while considered operable, and leakage past the plunger. The following information was provided by the initial reporter: leaking syringes. Liquid leaking past plunger. The barrels appear to be slightly buckled.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd plastipak¿ syringes experienced device damage while considered operable, and leakage past the plunger. The following information was provided by the initial reporter: leaking syringes. Liquid leaking past plunger. The barrels appear to be slightly buckled.